Event description:
It was reported the plate fractured while the surgeon was bending it away from the patient. There was no harm or delay. Surgical technique was followed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned plate. The plate shows signs of intended use. The plate is bent and is heavily scratched. One of the bridge joints has fractured as well. The complaint is confirmed. A determination cannot be made as to what caused the plate to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d9, g3, g6, h2, h3, h4, h6 and h10.